Manufacturer narrative:
The animas pump was returned to lfs with the following findings: product analysis noticed that there was moisture residual on display screen. Product analysis performed leak test and found leakage from display lens. Product analysis disassembled the pump and found moisture residual on pcb and screen. All keypad buttons are responding intermittently. Product analysis removed the keypad and found adhesive and corrosion under the contacts.

Event description:
The patient claimed that the up button required several presses to activate the desired pump functions and it was slow in responding for the past 2 weeks. The keypad is reportedly intact. The patient also mentioned that they noticed water in the battery compartment and now the entire keypad is no longer responding. There was no adverse event associated with this complaint. The pump was replaced.